Manufacturer narrative:
(B)(6).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received fentanyl 3000.0mcg/ml, 1251.7mcg/day) in an implantable pump for an unknown indication for use. The patient was seen for a pump refill on (B)(6) 2016. The patient showed signs of withdrawal symptoms; abdominal cramps. Telemetry indicated motor stalls occurred on (B)(6) 2016. Returned pump logs indicated a total of 6 motor stalls occurred on (B)(6) 2016 in a time span from 10:23 hours to 17:30 hours. The motor stalls lasted between 9 minutes and 2 hours and 13 minutes; 5 motor stalls lasted 37 minutes or less. The pump was emptied and refilled with sodium chloride (9000.0mcg/ml, 55.7mcg/day) on (B)(6) 2016 and the pump was programmed to minimum rate. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting was performed. The pump was replaced on (B)(6) 2016. It was unknown if the event was resolved. The status of the patient was stated to be alive and with no injury. Post replacement, the pump was programmed to fentanyl 3000.0mcg/ml, 1200.4mcg/day) dosing changes: (B)(6) 2016: fentanyl 3000.0mcg/ml, 1251.7mcg/day) (B)(6) 2016: fentanyl 3000.0mcg/ml, 1051.5mcg/day).

Manufacturer narrative:
Conclusion code was updated.

Manufacturer narrative:
Analysis of the pump, model# 8637-20, serial# (B)(4), found a hole in the pump head tubing due to wear and over infusion. The analysis interrogation print out indicated the pump was received with 19ml of sodium chloride (9000.0mcg/ml, 55.7mcg/day) running at minimum rate mode. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.